Manufacturer narrative:
It was informed that a knee poly exchange revision occurred for a patient who is approximately 7 years out from primary surgery. Images received. Per images received polyethylene looks to be in good condition. No additional information available. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.

Event description:
It was informed that a poly exchange revision occurred for a patient who is approximately 7 years out from primary surgery. Images received. Per images received polyethylene looks to be in good condition. No additional information available.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.